Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : failure event observed during analysis. Final analysis found an insulation abrasion at 80.9 cm to 81.6 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.